Event description:
While opening pack for the case the scrub person opened one side of the wrap and found a hair on the inside of the drape. The pack was removed from use and a new pack was obtained. This occurred prior to the patient entering the room.